Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that the peripheral peg sleeve of the glenoid implant (from the cage glenoid for an anatomic / revision captured in 1038671-2023-02027) had no threads in it so the doctor was unable to thread the removal tool in it. It took a very long time to get out, and had to get other instruments to trephine it out. There was a 15 -30 minute delay, patient did not experience any adverse events as a result of the surgical prolongation. Image attached. No further information.